Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins had reached end of service (eos). The patient mentioned they turned the stimulation on high for a walk and during the walk it kind of quit so they thought it needed new batteries, which is when they encountered the eos. The patient stated they thought the battery would last 4 years and it lasted about 2. The patient was directed to follow-up with their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.